Event description:
It was reported that the pump battery was unresponsive. There was no reported impact to the customer¿s blood glucose level. The device is being returned, and a replacement pump was issued by the distributor.